Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with itching, rash, redness, inflammation, blisters, dry skin, drainage, pustules and infection extended beyond the patch perimeter, which occurred 1 day after the sensor had been inserted in the arm. The reaction was treated with a prescription of oral unspecified antibiotics. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).